Event description:
It has been reported to co that during a procedure which involved the usage of a stent, a distal dissection in the artery occured. The user facility attributes this to a misplaced marker band on the device. The dissection was covered with a stent and the pt is reported to be fine. The device is being returned for co's evaluation.